Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of a 54mm abdominal aortic aneurysm on etlw1610c199e. Mild bilateral iliac calcification was noted. It was reported during the index procedure evar was performed with bilateral external iliac landings since both internal iliacs were occluded. All grafts were implanted and final run showed no endoleaks and patency. Post op on the day of the index procedure the patient lost left leg pulse. The physician took the patient back to the or and noted that the left iliac limb etlw1610c199e had thrombosed for what was thought to be due to a kink in the stent graft due to tortuous anatomy. A thrombectomy was performed and a non mdt stent was placed at the area where the kink was present. Flow was restored to the limb. In follow up with the physician 1 day post op, the patient was doing well. Per the physician the cause was anatomy related due to kink in the limb due to tortuosity of the external iliac. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.